Event description:
The customer reported the screen became black and showed no image when angulating in any direction when using the endoeye flex deflectable videoscope. The image was unable to be restored during the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information or completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: due to the influence of humidity and moisture that has entered the inside of the device from the leak point, the movement of the built-in ccd cable has deteriorated. Buckling/disconnection of the ccd cable due to further bending operation when the movement of the ccd cable was poor. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the light guide cover was leaking, the video connector was scratched and the image became distorted when angulated at the bending section. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.